Event description:
A malfunction alarm identified as malf 12 was reported, but there were no notable events prior to the error occurring. There was no adverse impact observed on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer was advised to update their pump software for quality improvements and given instructions for resetting the pump, which prevented the recurrence of the error. The customer was informed to continue using the pump, restart their continuous glucose monitor, and load the cartridge to resume insulin deliveries independently.